Manufacturer narrative:
(B)(6). The imaging system was inspected on-site and the reported issue could not be replicated. A software investigation was also completed. This investigation reviewed system logs, and could not determine the root cause. The logs did not show any error messages, and the software was determined to be functioning as designed.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system powered down unexpectedly. This reportedly occurred when the user was entering the patient information. The system was rebooted and the imaging system then displayed a warning message on the mobile view station (mvs). The surgeon opted to complete the procedure without the use of the imaging system after a delay of 20 minutes. This was a non-navigated procedure, so the case was completed successfully with the use of a c-arm. The patient was not impacted.